Event description:
A reporter called to submit a report regarding the device that has broken into 2 to 3 pieces inside of her. The reporter went on saying that she became pregnant while she had the device inside her. The device failed to do what it was intended to do. The reporter said she had a CT done in (B)(6) 2019 and the coil was in her fallopian tube in good condition. She said somewhere between (B)(6) 2019 and at the time she had surgery in (B)(6) 2021, the device migrated and also found broken into 2 or 3 pieces. She said she had intermittent pain while the device was still in her even though she was not 100% sure if it was related to the device or not.